Event description:
A hospital in (B)(6) reported that the water in an mr290 chamber "boiled" and the breathing circuit "melted" an hour after start of use with an mr850 respiratory humidifier. The patient reportedly presented with a nosebleed.

Manufacturer narrative:
Upon receiving this report, we sent questions to the customer in an effort to obtain a clear description of the exact sequence of events. We were informed that the mr850 had been set up normally, with the evita xl ventilator, an mr290 chamber, an optiflow cannula, an rt200 breathing circuit, a 900mr869 temperature/flow probe and a 900mr800 heater wire adaptor. Based on the limited information we have received regarding the patient therapy, the devices used were appropriate for an invasive ventilation setup. We were further informed that the circuit, interface and chamber had been discarded following the incident and no photographs or description of their condition was provided. We were told that the devices had been in use for one hour on the patient and were functioning normally. After one hour a nurse allegedly noticed that the water in the chamber was boiling and the breathing circuit was beginning to melt. The mr850 was displaying a temperature of 31.4 degrees celsius and it was further reported that the mr850 did not alarm. The complaint mr850 was returned to our french regional office service centre, where it was inspected by a trained technician. During testing, the mr850 was found to be functioning correctly and without issue. No fault was found with the mr850. Without the circuit, chamber, probe and adaptor to evaluate and in light of the contradictory information received, we cannot definitively determine what caused the events reported by the customer. The interaction between the various components, namely the humidifier, the sensing probes, the chamber, the breathing circuit and the patient interface is critical to ensuring safe and efficacious delivery of therapy. Please also note that we have not received any other reports of a fisher & paykel breathing circuit melting while used with the mr850 humidifier. The mr850 humidification system is designed to heat up the water enough for gas humidification by evaporation. The amount of heating depends on the gas parameters, ambient conditions, and operating mode. Although the water is at an elevated temperature from ambient, the temperature (and hence the thermal energy) of the delivered gas to the patient is significantly lower. The mr850 humidification system has many means of protective measures; in particular there is a high temperature alarm, which is generated if the airway temperature exceeds 43 degrees celsius. The displayed temperature is an indication of the dew point of the gas, and hence the thermal energy associated. If this high temperature alarm is initiated the humidifier will immediately and automatically shut down all power to the heater wire and the heater plate. (B)(4). The mr850 complies with iso 8185:2007 'respiratory tract humidifiers for medical use - particular requirements for respiratory humidification systems'. This iso standard contains several guidelines relating to the safety and performance of respiratory humidification systems. The standard also specifies certain safety requirements to prevent the risk of thermal injury, including maximum enthalpy limits for humidified gas delivered to patients through respiratory humidification systems.